Event description:
Pt underwent placement of temporary inferior vena cava filter in the lower inferior vena cava - common iliac vein junction in 2004 due to deep venous thrombosis, massive pulmonary embolism. A bard recovery retrievable inferior vena cava filter was deployed successfully in a high infrarenal location. Digital radiograph was performed to confirm placement. Two days later, county coroner notifed this facility that the pt expired. On autopsy, the filter was found at the root of the pulmonary artery.